Event description:
It was reported to boston scientific corporation in 2008 that a leveen coaccess electrode system was used during a radio frequency ablation procedure performed three days prior. According to the complainant, "the physician inserted the electrode into introducer and attempted to lock them, however ... The screw spinned free. " the procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device revealed that the insulation on the distal end of the introducer was damaged. The luer connector was found to have multiple white stress marks. A functional evaluation found that the array could be retracted and extended without issue. The introducer and trocar actuated and locked properly. The introducer could be passed over the cannula of the electrode and would start to lock into the handle of the device, but then the cannula and luer connector would start turning with the introducer. It is possible that the stress marks occurred during separation of the handle, but it cannot be confirmed. The cause of the reported malfunction is undetermined the device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.